Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported impact to the customers blood glucose level. Customer declined troubleshooting with tandem technical support.